Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 16.5 mmol/l (297¿mg/dl) while wearing the pod between 1 and 4 hours. The patient reported uncertainty regarding proper cannula insertion at the infusion site, stating that he felt a soft click during activation and suspected that the cannula did not insert correctly into the skin. The patient subsequently removed the pod and observed that the cannula was not properly inserted into the skin.